Manufacturer narrative:
The insulin pump alarmed due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error while the customer was walking. The blood glucose reading was 238 mg/dl. No significant events leading to the alarm were observed, although, the customer noted that she sometimes wore the insulin pump in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.